Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: no activity related to complaint observed in pump histories. No data in pump histories from time of reported issue due to continued use rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring the pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the pump was having prime issues. No other information was provided. There was no allegation of an adverse event. This complaint is being reported based on the allegation of prime issues.